Event description:
It was reported that during a uterine myomectomy procedure, with the first device, the blade was broken off early on the mayo table when it was cleaned. The second device was set. But it did not function properly and errors occurred during the system check and also when used on the pt. Another third device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.